Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that approximately twelve (12) years post-implantation of this bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis. Per obtained information, the patient presented with atypical chest discomfort with exertion, fatigue, shortness of breath, and has become pre-syncopal. A 26 mm sapien 3 was deployed and no additional details were provided.

Manufacturer narrative:
Reference MFR # 2015691-2017-00695.